Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2a, d4, d6a, g4.

Event description:
Patient reported "capsular contracture, baker grade iii". This record is for an unknown side. Device remains implanted.

Event description:
This record is for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "capsular contracture, baker grade iii". This record is for an unknown side. Device remains implanted.